Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty removing the cds due to the clip becoming caught on the sgc soft tip could not be determined. The difficulty removing the clip due to device entanglement appears to be related to patient conditions and procedural circumstances. Additionally, the difficult grasping was due to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficulty removing the clip delivery system. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two perclose devices were placed prior to the procedure for a pre-closure technique. The clip delivery system (cds) was advanced to the mitral valve; however, grasping was difficult due the leaflet anatomy. The decision was made to remove the cds and discontinue the procedure. During removal, the clip became caught on the tip of the steerable guide catheter (sgc). Troubleshooting was performed, but the clip could not be freed. The sgc and cds were removed together with the clip partially outside the sgc. When the clip reached the femoral vein, it became stuck in a perclose suture. A mini cutdown procedure was performed to remove the clip, and the patient was sent to mitral valve replacement surgery for treatment of the mr. The patient was confirmed to be stable. No additional information was provided.